Event description:
The infusion pump was involved in an overdelivery. Channel one was programmed to infuse 1440 ml of solution at 60 ml/hr. The 24 hour infusion completed in only 21 hours. No pt injruy was reported.